Manufacturer narrative:
The exact event date is unknown. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had loss of fluid due to a cylinder hole in lower left cylinder. The inflatable penile prosthesis (ipp) was removed and replaced. The procedure had a good outcome.